Event description:
Hospital personnel were attending to a pt, condition unk. It was reported that during an attempt at performing a synchronized cardioversion, the defibrillator allegedly charged and discharged spontaneously. A second countershock was delivered successfully and the pt converted. There were no injuries to care givers, nor were there any adverse effects to pt care reported.